Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the bending rubber gluing missing, the ocular deformed, the objective lens unit dirty, the insertion flexible tube (ift) dented, and the angulation-down angulation increase; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).